Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 06/jul/2024. Additional, changed, and/or corrected data: b6.

Event description:
Patient reported implant rupture, gel leaked and pain symptoms. Diagnosed by MRI. Device has been explanted this relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported implant rupture, gel leaked and pain symptoms. Diagnosed by MRI. Device has been explanted this relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6 visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported implant rupture, gel leaked and pain symptoms. Device has been explanted this relates to the left side.